Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service with a ventilator service alarm. There was no harm or injury reported. During the evaluation of the device by a philips remote service engineer, the customer's complaint was unable to be duplicated. The device's filter in-line proximal, filter in-line, and three-way solenoid as well as the display interface board were replaced to address the issue. Additionally, preventative maintenance was performed and passed. The solenoid valve, micron inline prox filter, and micron inline filter were returned to the philips product investigation lab for further testing. The tech did not confirm a problem with the valve or filters. Therefore, no further investigation of the valve or filters are required at this time.

Event description:
A ventilator was returned to the manufacturer for service with a ventilator service alarm. There was no harm or injury reported. During the evaluation of the device by a philips remote service engineer, the customer's complaint was unable to be duplicated. The device's filter in-line proximal, filter in-line, and three-way solenoid as well as the display interface board were replaced to address the issue. Additionally, preventative maintenance was performed and passed.